Manufacturer narrative:
The technician was able to duplicate the reported heat, and noted that the driveshaft bearings were corroded. The device can exhibit a heat symptoms if the driveshaft bearings are affected by corrosion. Therefore, it is likely the reported event was caused by the corroded driveshaft bearings.

Manufacturer narrative:
Device evaluation in progess.

Event description:
It was reported that the core impaction drill was overheating during service inspection at the manufacturing facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Event description:
It was reported that the core impaction drill was overheating during service inspection at the manufacturing facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.